Event description:
A report was received that the pt underwent a revision due to pain at the midline and pocket site. The physician replaced the leads and moved the ipg. The pt is doing well following the revision.

Manufacturer narrative:
The explanted leads were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation of the explanted leads revealed no anomalies or deviations potentially related to the reported event occurred during manufacturing. A review of the sterilization documentation found them to be satisfactory.